Event description:
After placement into the patient - the combination of the decanavep catheter and cable - the carto system registered an error: current leakage. The catheter and cable were both replaced with no harm to the patient. Manufacturer response for decanavep catheter and cable, decanavep catheter and cable (per site reporter), mfg notified by site.